Event description:
This was a lead extraction case to remove three leads due to cied system and pocket infection. Each lead was prepped with an lld-ez. The first two leads (medtronic 5524 ra pacing and st. Jude's medical 1688tc ra pacing) were removed without difficulty. A 16f glidelight was used to lase down the third lead (19 year old medtronic 5024m rv pacing). As the 3rd lead came free from the rv apex, the patient's blood pressure dropped and a large pericardial effusion was immediately noted. A sternotomy was performed and an rv tear was repaired. The patient survived the intervention.